Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that during the implant the bend relief became easily disengaged after the surgeon connected it to the outflow graft. The surgeon took add'l steps to secure the bend relief into place on the outflow graft. The pt remains ongoing.

Manufacturer narrative:
This situation is being addressed through the MFR's corrective/preventative action sys and an urgent medical device correction noted (2916596-2/24/12-001-c) was sent to customers. The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.